Event description:
It was reported that the patient experienced infusion set tape not sticking causing high blood glucose and it was corrected by corrective bolus via insulin pump event on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. Name: medtronic minimed street: 18000 devonshire street city: northridge state: ca zip code:91325 country: USA. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.